Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not reproduce the stated issue. The cpu board and the compact flash were replaced proactively.

Event description:
The hospital reported that, during a procedure, the unit stopped mechanical ventilation and the screen turned black. There was no reported patient injury.